Event description:
It was reported that, "the poly insert had significant wear. Pt hip was unstable. The cup was replaced. Stability was obtained."

Manufacturer narrative:
Psl cup cat# unk, lot# unk was also replaced. An eval of the device cannot be performed as the device retained by the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.